Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) and a competitor right ventricular (rv) lead exhibited high out of range shock lead impedance measurements greater than 200 ohms. An invasive procedure was performed in which the rv lead was surgically abandoned and successfully replaced. Additional information indicated that the physician had elected to replace the rv lead after checking the connections and ruling out lead to device header issues. No inappropriate shocks noted or any other events. The ICD remains in service. No additional adverse patient effects were reported.